Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test and further investigation revealed that the pc main back-plane was defective and needed to be replaced. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. System ID (serial number), configuration, operating time, etc, is stored in an eeprom on pc 1860. Thus, when replacing pc 1860, a spare part that is factory programmed for the concerned system must be used. As the preventive maintenance time stamp will be reset when replacing pc 1860,a new timestamp must be set via the biomed menu. In order to make this new time stamp correct, preventive maintenance must be performed. Refer to chapter preventive maintenance.

Event description:
Manufacturer's ref. #: (B)(4).